Event description:
The customer reported that there were problems with the dc video splitter ic. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep replaced the f1 and f2 fuses on the c-arm. They also checked the fluoroscopy and lighting. The system operates as intended.